Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure. According to the complainant, a patient had the procedure in 2006. The patient has been experiencing abdominal pain and believes that it is due to the product. The device remains implanted. Event and patient follow up requests are on-going.

Manufacturer narrative:
Additional information was received from the complainant on march 5, 2010. Medical records were received which stated patient date of birth, procedure date and other patient complications. It was noted that the patient had a prior hysterectomy. Patient complications include recurring stress urinary incontinence and foreign body reaction. A 10 mm echogenic lesion was seen to the left posterior aspect of the bladder on an ultrasound scan performed on (B) (6) 2008. The leg pain was described as fibromyalsia in the left illiac fossa and pelvic pain was also noted.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. At this time we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape procedure performed on (B) (6) 2006.